Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. It was not possible to determine where the anchor sleeve was located due to explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2009. (B)(4).

Event description:
It was reported there was no capture on the atrial lead at maximum output and noise was observed. It was also reported the right ventricular (rv) lead impedance measurement was undefined. There was intermittent capture at maximum output. Noise was observed on therv lead and there was frequent undersensing of the r waves. Both leads appeared to have a "kink" in it near the axillary vein wherethe lead entered the vasculature. The physician noted it was difficult to get a stylet past the "kink" in both leads during the lead extraction. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.